Event description:
The customer contact reported a leak of chemotherapeutic agent. The patient was receiving cladribine 48mg in 73ml of saline at a rate of 0.6ml/hr to infuse for duration of 7 days via a PICC line. On day 1 of the infusion, approximately 1 hour after the tubing set was in use, the homecare patient noted a wet spot on an unspecified area of skin. The patient appropriately cleansed the area of contact with soap and water. The leak was noted at the "round air port of the filter." There were no reported adverse patient effects; however, the patient was admitted to the hospital to resume therapy and "ensure completion of delivery occurred." The patient was discharged from the hospital after the 7 day course of therapy was completed. Though requested, no additional information was provided.